Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, handle displayed force error prior from firing. Surgeon tried rebooting the handle to resolve the issue. There was no patient injury.